Event description:
Implant removal due to local toe swelling 2 months following a hammertoe correction procedure. Case resolved with no additional intervention.

Manufacturer narrative:
Company was notified of removal procedure. Original surgery included 3 implants in the 2nd,3rd and 4th toes. The implant from the 2nd toe was removed in office 2 months following implantation, the others were removed about 2 weeks after, in the or. A product investigation was performed for all 3 devices implanted. No imaging was provided. No report of trauma. Event occurred about the time the patient was back to normal activity level. Non-compliance was not suspected. Based on internal analysis of records and procedures, there is no indication of a design, manufacturing or process issue affecting implant safety or effectiveness. The investigation, including the surgeon's feedback, concluded that this event was likely the outcome of an inappropriate implant size selection, using an implant too small for the patient bone anatomy, which resulted in an unstable implantation site. Swelling was attributed to unstable fixation of the surgical site. The instructions for use include precautions and recommendations for the selection of appropriate surgical technique, implant size, configuration, and surgical site preparation. Unstable fixation is a known inherent risk of the device and surgical procedure. Although the company does not believe that the device caused or contributed to the event, as an implant removal surgery was performed, this event is being reported out of an abundance of caution. Company continues to monitor these events as part of post market activities. Additional reports relating to this event are: # 3014554088-2025-00006/7/8, #3014323288-2025-00006/7.